Manufacturer narrative:
The console has not been received for evaluation. The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that high pressure was experienced with the console during use and a hand crank had to be deployed to complete the case. There were no reported patient complications.

Manufacturer narrative:
The device was received and a review of the log data showed high pressures confirming the reported complaint. However, the console was inspected after disassembly and no problems were found with the console or its components. All connections and components operated per specifications. The console was reassembled and simulated use test was performed with an additional four hours of run time and the console passed all operational verification tests. The complaint could not be confirmed following device evaluation and the speculative root cause is user error.